Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call of having high blood glucose due to site falling out after changing set. Customer's blood glucose was 421 mg/dl. Customer was educated on proper adhesion methods.